Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: inspection of the returned device indicated that a posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. The posterior needle tip was released from the shank, but did not engage with the posterior cuff and remained intact, suggesting that it was deflected away from the posterior foot instead of engaged with the posterior cuff inside the posterior foot pocket during needle deployment as designed. Inspection found the anterior needle tip was dull and the rim of the anterior cuff was bent. This is indicative of the anterior needle being deflected and striking the rim of the anterior cuff instead of engaging with the anterior cuff during needle deployment as intended. During testing, the plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked during manufacturing. Based on the successful test of the needle trajectory and testing during manufacturing, the probable cause for the bilateral cuff miss is needle deflection due to interaction with human tissue or the inability to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. A review of the product lot history record did not reveal any nonconforming material records relevant to the reported event. A query of the complaint database was performed and there does not appear to be any indication of a lot specific product quality deficiency. To ensure that all products perform according to specifications they are subject to an inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the perclose proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, an anterior cuff miss occurred. Another proglide was use to achieve hemostasis. There was no adverse patient sequela. Though requested, no additional information was provided.